Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was not able to duplicate the reported issue. The device was returned to the customer unrepaired per their request. A review of the electronic records showed that a battery older then two years was used. As per operating instruction of lifepak 15, it is advised to replace the battery after two years.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). The customer's device was received at stryker. A stryker service representative downloaded the device electronic records. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.